Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016 that on (B)(6) 2016, the receiver display became frozen on the initialization screen. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of receiver display became frozen on the initialization screen was confirmed during log review. A root cause could not be determined.